Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who stated the physician will monitor this patient for now and if the alert occurs again, the physician will determine the next steps. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a high shock impedance measurement of 125 ohms. The patient was brought into the clinic and measurements of 108 ohm to 114 ohms were noted. Isometrics produced a small amount of noise on the shock channel. All other measurements with within range and stable. No adverse patient effects were reported.